Event description:
It was reported that during a laparoscopic cholecystectomy the clips scissored on vessels common bile duct and cystic artery. Second gun was opened with the same effect until a clip was secured. The procedure was completed with a similar device. There was no pt conseqence. Two device returning.